Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: n161, ICD, implanted: (B)(6) 2014. Product ID: 2088tc, lead, implanted: (B)(6) 2014. Product ID: 1258t, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the subcutaneous lead had high impedance. A fracture was confirmed on fluoroscopy. The lead was removed and a new subcutaneous lead was attempted. The new subcutaneous lead failed to capture and the physician chose to use a different lead. No patient complications have been reported as a result of this event.